Manufacturer narrative:
Correction: bolton medical inadvertently reported this complaint under MDR 2247858-2020-00003. However, this complaint is not reportable since it is related to a custom-made relaynbs plus custom made device. Based on the nature of this complaint, the subject device is not considered similar to the us approved relay plus product family (p110038).

Event description:
"When flushing the stent-graft part of the ds we experienced that it was not possible to bring any saline into the ds. When in position number 1, we tried to advance the sg a couple of millimeters to see if this will chance the situation with negative outcome. So we stopped implantation at this point." Patient outcome: "patient was under anesthesia and both carotid arteries as well as the femoral arteries were already exposed when we stopped the implantation."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus custom made device. The relaynbs plus custom made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus custom made device related event occurred in (B)(6).

Event description:
"When flushing the stent-graft part of the ds we experienced that it was not possible to bring any saline into the ds. When in position number 1, we tried to advance the sg a couple of millimeters to see if this will chance the situation with negative outcome. So we stopped implantation at this point." Patient outcome: "patient was under anesthesia and both carotid arteries as well as the femoral arteries were already exposed when we stopped the implantation."